Manufacturer narrative:
The associated complaint devices were not returned. A review of complaint history did not reveal additional complaints for the listed batches. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The medical investigation concluded that the x-rays provided were reviewed but do not contribute. Without the requested clinical information, lab values, operative reports, or the explant the root cause of the broken component cannot be determined. However, we cannot rule out the patient¿s age, weight, mental status, bone quality, osteoporosis, fall history, weight-bearing prior to full bone union as contributing factors. The future impact to the patient beyond the revision cannot be determined. No further clinical/metal assessment is warranted at this time. Without the actual devices involved our investigation cannot proceed. If the devices or new information is received in the future, the complaints can be re-opened.

Event description:
It was reported that the femur and stemmed were revised, poor bone stock + osteoporosis + oxinium metal allergy. Bone from anterior femur fell out after trialling. Implants well fixed orientation acceptable. No more information provided yet.